Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. As the patient was completely pacemaker dependent, the physician had been advised not to use electrocautery until the device was completely removed from the pocket. The device had been programmed as there was a risk of complete loss of pacing output if enough electrical current were to be induced onto the device. The physician had agreed with the recommendation but at the beginning of the procedure, immediately used electrocautery which resulted in complete loss of ventricular pacing support. The physician was forced to immediately and quickly dissect down to the device, remove it, disconnect the ventricular lead, and connect it to pacing cables. The patient had to be paced externally using the crash cart. As the patient was sedated for the procedure, it was unknown if the patient had felt any symptoms. The rest of the procedure went without incident and the patient tolerated everything else just fine and was stable post-procedure.

Manufacturer narrative:
The reported field event of loss of pacing output was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. As stated in the user manual, electrosurgical cautery can cause inhibited pulse generator operation.